Event description:
It was reported that the procedure was not completed. An ffr link was selected for use. During the procedure, the device was able to be zeroed successfully but was unable to record. An "unexpected beat" error was recurring. Rebooting the system and replacing the comet pressure wire did not resolve the issue and the case was abandoned. There were no patient complications reported.

Event description:
It was reported that the procedure was not completed. An ffr link was selected for use. During the procedure, the device was able to be zeroed successfully but was unable to record. An "unexpected beat" error was recurring. Rebooting the system and replacing the comet pressure wire did not resolve the issue and the case was abandoned. There were no patient complications reported. It was further reported that the patient was sedated with a local anesthesia.

Manufacturer narrative:
The device was returned for analysis. The console was tested and failed to turn on when the main power was turned on.

Event description:
It was reported that the procedure was not completed. An ffr link was selected for use. During the procedure, the device was able to be zeroed successfully but was unable to record. An "unexpected beat" error was recurring. Rebooting the system and replacing the comet pressure wire did not resolve the issue and the case was abandoned. There were no patient complications reported. It was further reported that the patient was sedated with a local anesthesia.